Event description:
It was reported by the customer that while on the scene of a male pt, the crew attempted to obtain a 12-lead ECG in order to make a determination on whether the pt fit the st elevation myocardial infarction (stem) criteria. It was initially reported that while the device was in the analyze phase, it froze and powered off. This was later reported to be an incorrect account of events. The device did successfully capture the pt's 12-lead ECG; however, the display froze when the crew attempted to transmit the ECG via a philips rosetta-lt device. At no time did the device power off. The pt was transported to the nearest stemi center with no further incident. The crew indicated that pt care was not compromised and there was no adverse affect on the pt due to this reported failure.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure could not be verified, nor duplicated. The device was tested with another philips rosetta-lt device (the one used during the reported event was not forwarded to physio-control for eval). It was observed that the device operated properly with the philips rosetta-lt device and at no time experienced a lock-up. The main keypad assembly was observed to have a torn nibp key and so it was replaced. It was confirmed that this did not cause the device to experience any type of lock-up failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly. It was observed that the overlay was torn at the nibp switch; however, it was indicated that it is unlikely that the keypad caused the reported failure. The main keypad assembly functioned normally on a mock-up device. The root cause of the reported failure could not be determined.